Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient had her pump replaced due to normal battery end of life. The reporter received a call on the date of this report from the health care provider (hcp) stating he wanted the old pump analyzed. It was reported that that the hcp was questioning if the patient was going through withdrawal prior to the surgery however there was no further history available. The device system was used to deliver bupivacaine with an unknown concentration, baclofen 300mcg/ml however that concentration wasn¿t confirmed and dilaudid 7mg/ml at a dose of 1.75mg per day however it was unclear if this pertained to the patient¿s previous pump and/or newly replaced pump. Additional information has been requested, but was not available as of the date of this report.